Event description:
It was reported the patient's blood glucose level rose to 285 mg/dl while wearing the pod between 4 and 24 hours. As treatment, the patient called the doctor and told her to change the pod.

Manufacturer narrative:
Investigation found a leak on the exposed portion of the soft cannula. Fluid was observed flowing out of a small external tear, which prevents the fluid from flowing down its intended path. The downloaded data did not show any timeouts or drive stalls that could indicate the device struggled to deliver insulin. No other damages or defects were observed with the device that could affect insulin delivery. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined.